Event description:
It was reported that customer experienced malfunction alarm on pump, with similar malfunction noted on two separate dates in (B)(6) 2025, but no further event details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement pump while awaiting returned device; no additional information was received regarding the outcome of the event.